Manufacturer narrative:
This is 2 of 2 reports.

Event description:
It was reported that during the coil embolization procedure, the first coil was already detached in the aneurysm which got tangled with the second coil(subject coil). Both the coils were removed together and thrombus was observed after removing the coils. The patient was administered with medication, heparin, urokinase and tirofiban (unknown dosage). There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. However based on analysis of the concurrent target coil, it is most likely that procedural factors contributed to the reported issues. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the coil embolization procedure, the first coil was already detached in the aneurysm which got tangled with the second coil(subject coil). Both the coils were removed together and thrombus was observed after removing the coils. The patient was administered with medication, heparin, urokinase and tirofiban (unknown dosage). There were no clinical consequences reported to the patient.